Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in clinic follow-up review, 3 inappropriate shocks were observed. An x-ray of the system identified this electrode had dislodge. The sensing vector was changed and the patient scheduled for a revision procedure. No resulting adverse patient effects were reported. Subsequently, the patient returned and the electrode was successfully repositioned. The system was reportedly working properly post intervention with no adverse patient effects reported.